Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited a slow rise in thresholds to high values. The rv lead was noted to have scar tissue on the tip. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.